Event description:
User facility reported that the devices were in use with pts when the device locking mechanism has become unlocked which resulted in the tracheotomy tubes no longer being secured in place. No adverse effects to pts reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.